Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change with a prefilled fiasp cartridge; the user initially observed insulin on the cartridge during insertion, then later found the removed cartridge dry and nearly empty, and subsequently replaced the supplies and resumed insulin delivery after pausing for multiple daily injection timing as instructed. Symptoms included headache, thirst, and fatigue. Outcomes included self-management with a 10-unit correction by injection, no hospitalization, and glucose levels above target for approximately eight hours with a reported peak above 500 mg/dl. Investigation included troubleshooting and education regarding supply replacement and safe resumption of insulin delivery. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction, with user-reported transient insulin presence during cartridge insertion and resolution after supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.